Manufacturer narrative:
Device passed displacement test and self test. Device programmed with the current time/date, monitored for a week and the time/date functioning properly. Device was tested with no time/clock anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer¿s blood glucose level was 105 mg/dl. Customer reported that time is 9 minute greater in within 30 days. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.